Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the paint was missing from the lower case and that the radiofrequency programmer head connector was very loose. The lower case and the link electronic module (lem) board were replaced and the lem calibrated to resolve. It was further noted that during testing the provided, and then a known good analyzer were unable to initialize with the programmer. The provided analyzer passed functional testing and was in good physical shape. The programmer was being sent on for a software reload and reallocation. Concomitant medical product: product ID: 229047, software analyzer. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.